Event description:
It was reported that the patient asked for help with reprogramming. The patient lost relief for fecal incontinence after her back surgery "six weeks ago." The patient was reportedly told by the health care provider (hcp) that he cut ¿on top of the implant but did not move it.¿ the patient stated that the programming was "still there.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va005s0, implanted: (B)(6) 2012, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).